Manufacturer narrative:
The following fields were updated due to additional information: device available for eval yes, returned to manufacturer on: 2021-12-02. Investigation summary our quality engineer inspected the sample. Bd received one unit. Visual inspection of the device revealed there was no visible damage to the v-clip or tip shield. Functional testing was then performed by attempting to completely pull back the needle. Although the unit was able to be successfully disengaged and decouple, drag and resistance was experienced while pulling the needle back through the washer. The reported defect was confirmed. The unit was dissected to further inspect the components. There was loose flashing inside and near the large hole of the washer. This flashing most likely resulted from the friction between the washer and needle during disengagement. Measurement of the inner dimension of the hole on the large tab and the outer dimension of the cannula were measured as these are the areas where the retaining washer and cannula of the needle assemble. The hole in the retaining washer measured at the lower end of specification and the cannula measured at the upper end of specification. Although the measurements were within specification, this may explain the drag felt during needle disengagement attempt. Lubrication can also affect the drag during disengagement; however, the verification of the lubrication completeness could not be performed as the needle had been retracted, which affects lubrication. Preventative maintenance and in process sampling are performed at regular intervals to mitigate the risk from this type of defect. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported bd nexiva¿ closed IV catheter system was deformed, making usage difficult. The following information was provided by the initial reporter: "product is stiff, does not move easily"

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd nexiva¿ closed IV catheter system was deformed, making usage difficult. The following information was provided by the initial reporter: "product is stiff, does not move easily."